Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the pd-any device-(twist, bent, kinked) cannot be established. The cause of the purge pressure high cannot be established. The cause of the major bleed cannot be established.

Manufacturer narrative:
B5 (event description) has been added. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 70 year old male supported with an impella device for acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai shock stage e, experienced a ¿pp blocked¿ high purge pressure alarm. The clinical team reported that the patient had developed lung bleeding unrelated to impella support, prompting a reduction in the activated partial thromboplastin time (aptt). The lower anticoagulation level contributed to recurrence of the high-purge-pressure alarm. The episode was brief, and the purge line was found to be temporarily kinked, which the bedside nurse corrected.. The reported high purge pressure event was resolved following tpa lysis after coagulopathy related purge obstruction occurred. Device function has remained stable with no patient harm attributed to the impella system. The patient survived to explant.

Manufacturer narrative:
H6: added e050304. Adding thromboembolism because tpa used in purge solution.